Manufacturer narrative:
(B)(4). The complaint ojr412 optiflow junior 2 cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in united states, reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr412 optiflow junior 2 nasal cannula came apart from the prongs. There was no reported patient involvement.

Event description:
A healthcare facility in missouri, reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an ojr412 optiflow junior 2 nasal cannula came apart from the prongs. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Correction: b3. Date of event and b4. Date of this report have been updated as per the new information received. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photograph revealed that both tubes are torn next to the swivel grip joint. Conclusion: we are unable to determine the cause of the reported fault. However, the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.